Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm), after using the cutter, they pressed the plunger of the delivery device according to the IFU, but the seal did not come out of the delivery device. The surgery was successfully completed using a new product. There were no abnormalities in the patient's condition. There have been some delays. There was no patient harm.

Manufacturer narrative:
Tw # (B)(4). Corrected section: h6- device code 2906 changed to 4042. The device was returned to the factory for evaluation on 12/02/2024. Photographs were provided by the account. A photographic evaluation was conducted. Product information was observed. Signs of clinical use and no evidence of blood was observed. The delivery device was observed in the loading device with the seal observed in the loading device window. There were no visual defects observed. An investigation was conducted on 01/22/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned inside the loading device with the white plunger not depressed and the blue safety lock on, which prevents the white plunger from being depressed. The seal was observed in the loading device window. The delivery device was removed from the loading device with the seal and tension spring assembly remaining inside the loading device. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties observed. The seal was observed to be cracked on the outer rung of the seal. No other visual defects were observed. Measurements of the delivery device were taken; the inner diameter was measured at 1.95 inches, the outer diameter was measured at 0.219 inches (rm2036883). The length of the delivery tube was measured at 2.486 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results as well as the photographic evaluation , the reported failure "activation problem" was not confirmed, however the analyzed failures "fitting problem" and "crack seal" were observed. The lot # 3000382810 history record review was completed. Theres an ncmr , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.